Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart. The customer¿s blood glucose level at the time of incident was 168 mg/dl. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart error test. No unexpected restart error test anomalies noted. Insulin pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.